Event description:
A monoject 35 ml syringe was used to prepare a dose of carboplatin 150 mg/15 ml (10 mg/ml). During dose verification the pharmacist noticed that the syringe mark for 0 ml was in the wrong place, corresponding to 5 ml of 'extra volume'. As result, a carboplatin dose of 200 mg (20 ml) was originally drawn up into the syringe. Had this error reached the pt it would have resulted in a 33% overdose of the pt's carboplatin. (B)(4).